Event description:
Using a survey sample, the customer reported that there was a false positive band seen in lane 89 for a confirmed sample type of hla c 02:14. Lane 89 was listed on the kit worksheet/interpretation documentation (which is included with each kit) as the following: c 02:10^, however the documentation also indicated that "alleles written with the "^" symbol following them have unk sequences at the sense and/or antisense primer annealing site. Their reaction patterns are predicted based on sequence hemology with each major hla group. Internal investigation confirmed by sequence based typing that the customer had a c 02:14 allele. Therefore lane 89 has a confirmed false positive in the affected kits. The c 02:14 allele has an unk sequence region which had not been confirmed through testing. It is now known that the c 02:14 allele has the same polymorphism as c 02:10 and the worksheet is incorrect in listing this allele as negative for lane 89. When an allele, such as the c 02:14 allele, contains a region with unk dna sequence, it is assigned according to the common alleles in that molecular hla group. No c02:14 sample was available for testing prior to the complaint; the labeling stated the primers in lane 89 would not amplify this sequence in the c 02:14 allele.